Event description:
Rptr and some of their co-workers have problems with the syringe bodys "exploding" as they are giving an injection. Rptr also states that sometimes air leaks in around the plunger as the medication is being extracted from a vial and that this air is difficult to purge from the syringe prior to giving the injection.